Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is experiencing jumpy impedance measurements high out of range. The device recorded a atrial automatic threshold (raat) test greater than programmed amplitude. No adverse patient effects were reported.